Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient's "stimulation started hurting" following a fall in (B)(6) 2014. The patient's "stimulation "caused more pain than it was helping with" at that time. The patient experienced overstimulation that "felt like a tazer in her spine." Though the patient had turned her therapy off about a month prior to report, the patient indicated she had "new sciatic pain" at the time of report and "thought it was caused by the implantable neurostimulator (ins)." It was noted the patient wanted her ins explanted at the time of report. The patient was redirected to her healthcare provider (hcp). Additional information has been requested; a supplemental report will be filed if additional information is received.